Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with a new pipeline. The cause of the pipeline failure to open/ resistance was the distal end of the pipeline was stuck. Catheter resistance occurred in the distal section. A marksman catheter was used. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other device attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and became stuck in microcatheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right, posterior communicating artery segment aneurysm with an amorphous morphology. Aneurysm dimensions:max diameter 9.12 mm and neck diameter 8.2 mm. Landing zone (artery size): distal 3.9 mm and proximal 4.11 mm. After the stent was in place, the stent could not be fully opened in the middle cerebral artery and became stuck. Dapt (dual antiplatelet treatment) was administered (pru level 91%). The angiographic result post procedure was good. The patient¿s vessel tortuosity was minimal. There were no patient symptoms or complications associated with this event.